Event description:
Sales consultant reported a hardware removal, due to non union of the humerus. The ex humeral nail was successfully removed; along with end cap, spiral blade, and locking bolt. There were no locking bolt or screws in distal portion of nail. Reason for removal was mid shaft non union of transfer fracture. Surgeon plated the non union site with 3.5 lcp plate and screws. Patient experience pain at fracture site. This is report two of four for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Implant date is unknown, approx. Between late (B)(6) 2013. A review of synthes device history records for lot # 6815224 revealed that part number 04.001.000 was manufactured by mark two engineering. Po # 1329974, for 248 parts, was inspected to the synthes incoming inspection sheet on 1/9/12. The product conformed to all requirements. The certificate of compliance (c of c) is dated 12/27/11. 248 parts were released to the warehouse on 1/9/12. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.